Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an upper gastrointestinal endoscopy with the use of an endoscopic bite block, a rash appeared on the lips 1-2 minutes after the examination began, the examination proceeded while monitoring the patient. Subsequently, a drop in blood pressure was observed, so medication administration and other measures were implemented, leading to recovery. A rash was observed at the point where endoscopic bite block came into contact. Since the medications used were mitrazam, xylocaine spray, and gloves (nitrile product), it remained unclear to which specific item the allergic reaction occurred. The patient recovered by the evening of the examination day. However, due to the patient's advanced age (75 years old), they were hospitalized for two days as a precaution and have since been discharged. There were no further reports of patient harm.